Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the clinic with shortness of breath and device in backup vvi mode. Device download was performed and restored the device to normal operation. The patient's symptoms were resolved with this download. The patient will be followed normally.